Event description:
It was reported that the patient presented to the hospital due to a care-alert. It was determined that the right ventricular (rv) lead experienced several pacing impedance measurements of greater than 2000 ohms, short interval counts (sic), and oversensing noise resulting from a possible fracture. The rv sensitivity was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted the beginning 2015-(B)(6), the ventricular sensing integrity counts up to 8; with no episodes available to verify lead noise oversensing. The rv pacing impedance spiked to 2052 ohms, which had been trending 400-500 ohms.